Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 670g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A member of the clinical research team at medtronic called in to report a display anomaly. The caller stated that the display did not look right and had lines through it. There was no specific subject associated with the insulin pump and no blood glucose levels to report. The caller stated the insulin pump would be tested by him at the medtronic facility.